Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the failure to heal is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A second surgery was performed to remove the nail. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2016, that a sign im nail implanted to repair a fracture had to be removed due to failure to heal. Surgeon comment: "for 7 months have sign, 5 months and 12 days narrow dcp, again replaced by sign. A k wire & screw used to stabilize fx.".